Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the charged coupled device (r-unit) is broken and therefore the image is green. The most probable cause of the additional reportable findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the fibre bonding in the outer tube area (distal end) is damaged, the outer tube has a dent, the charged coupled device (r-unit) is broken, the protector of the video cable section is cut, the image is green. There was no patient involvement.